Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported laser was cutting thick corneal lasik flaps. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. After the day of the treatment, the fse (field service engineer) optimized z-offset, inclined offset and successfully completed system verification to specification. No parts were replaced, therefore no sample was received for failure analysis. Review of the logfiles for the day of treatment shows during start up the vacuum check, the energy check, and the ablation checks were performed without issue. Also the images of the ablation checks show valid and good tests. The logfile shows 25 successfully performed treatments without error or relevant warning. During the whole day the user performed the energy check in the required time range and the energy stayed stable, and shows no abnormalities. No technical problem with the system can be identified by reviewing the logfiles. No technical root cause could be identified as the laser was found to be within specifications. It should be noted, the excimer laser online pachymeter is a non-contact stroma measurement device for measuring the corneal thickness during the refractive treatment. This measuring device must only be used for documentation and it does not provide diagnostic data as basis for treatment decisions. The manufacturer internal reference number is: (B)(4).